Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a delay in therapy and a hypertensive episode, due to no-flow during an infusion in which a one-link extension set was being used to deliver epinephrine. The issue caused an approximate five minute delay to the patient receiving epinephrine (dose and indication were not reported). The cause of the no flow was not reported. There were no kinks or closed clamps between the infusion pump and the patient. The patient's dose of epinephrine was significantly increased (doubled) with still no increase in arterial blood pressure and it was noted that the patient was very sensitive previously to epinephrine. This resulted to the one-link connector being removed from "both sides of the y-connector" (unspecified) and replaced with a "3 y-piece" (not further specified) rate (8 mls/hour), the issue resolved and the patient's blood pressure increased immediately to the point in which the patient became quite hypertensive (not further specified). It was unknown if the patient required medical intervention. No further information was provided regarding the patient's outcome from the event. No additional information is available.